Manufacturer narrative:
Concomitant medical products: product ID: 5076-45, lead, implanted: (B)(6) 2016; product ID: addr01, ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the patient presented to the emergency room due to nerve stimulation. The chest wall was pacing due to a dislodgement of both the right ventricular and atrial leads; the leads had pulled back into the superior vena cava. The leads were repositioned but dislodged again after the procedure. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.